Event description:
It was initially reported that prior to a da vinci-assisted hysterectomy procedure on (B)(6) 2021, upon initial access with a disposable trocar, the (B)(6) patient¿s aorta was injured and resulted in patient death on (B)(6) 2021. The da vinci system was never docked; the system was not involved. The customer ¿took measures, including having multiple surgeons come in, to try to save the patient once the aorta injury occurred.¿ however, the event resulted in patient death. On 01-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: upon initial access with a third party ¿disposable medtronic visiport optical trocar," the patient's aorta was injured. The patient was anesthetized but no ports had yet been placed. As a result of the aorta injury, the patient experienced excessive bleeding which could not be controlled. The estimated blood loss was unknown. It was also unknown if a blood transfusion was administered. It was reported that the surgeon took unspecified measures to resolve the issue, including having multiple consulting surgeons join to assist. However, the event resulted in the patient's death on (B)(6) 2021.

Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned to isi for evaluation. A review of the system and instrument logs found no record of a procedure on (B)(6) 2021 on system (B)(4). System logs cannot be reviewed as the system was not used during the event. No image or video clip for the reported event was submitted for review. An isi medical safety officer conducted a medical review of the reported event and provided the following assessment: based upon the information in the description of the event, the patient¿s aorta was injured during placement of a third-party trocar resulting in acute blood loss anemia, leading to hypoperfusion and subsequent death. There is no record that da vinci system, instrumentation or accessories were used during the procedure. The da vinci system, instrumentation, and accessories did not cause or contribute to the injury sustained to the patient¿s aorta when the surgeon which occurred during placement of a third-party trocar causing acute blood loss anemia, hypoperfusion, and death. This complaint is being reported due to the following conclusion: prior to a da vinci-assisted hysterectomy procedure, upon initial access with a third party ¿disposable medtronic visiport optical trocar," the patient¿s aorta was injured. As a result of the aorta injury, the patient experienced excessive bleeding which could not be controlled. The surgeon took unspecified measures to resolve the issue, including having multiple consulting surgeons join to assist. The event resulted in the patient's death. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.